Event description:
It was reported that during a coronary procedure, the filterwire was difficult to recapture. The physician was unable to fully recapture the device and it was removed in a partially recaptured state. The device was removed intact with no pt complications. The physician believes the difficulties were due to a stent placed proximally to the device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product. Family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.